Event description:
The physician tried to advance 10/4 balloon through the recommended 6 fr introducer. The balloon would not pass completely through the device. It was pulled from the balloon shaft when he tried to retrieve it.